Event description:
Follow up reported the patient leads have "fallen," this was confirmed by an x-ray. The patient will have a revision done. No further information was reported.

Event description:
Follow up reported no revision had been scheduled. Additional information has been requested, but was not available as of the date of this report.

Event description:
It was reported the patient experienced a loss of therapeutic effect. It was also reported the patient had been very ill the week of this report and she was recently in the hospital for a virus. It appeared the device was on, on program a-2 at 5.2 volts. The patient felt nothing when sitting or standing up, though at 5.2 v the patient reported it should be very strong as she had it there before. The patient noticed the lack of stimulation yesterday; she felt stimulation "a bit" last night but had no stimulation the date of this report and she was in agonizing pain. She did not make any awkward movements before losing stimulation yesterday, but she did mention she reached her arm up to throw something to one of her cats. It was also reported one of the patient's lead had broken "probably around (B)(6) of last year." An x-ray was performed and confirmed the lead was broken, so it was "turned off." It was also reported the patient's battery had moved on her hip. "The only thing she felt when it went on was that it "grabbed" her way up high on her side and it was painful." It was noted "it took a year to get her stimulation right." She also spent 45 minutes 2 weeks prior to this report working with a manufacturer representative to try and charge her device. It was also noted the patient had had 3 back surgeries, 2 failed; degeneration below l3 to the bottom of her spine, and damage to her ankles and feet. She had been dealing with chronic pain for 39 years. The patient had irritable bowel syndrome and it was noted the patient's device helped with her irritable bowel and pain. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2011, product type: lead. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer. (B)(4).